Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. But there were found deposits in the inlet spout of the progav 2.0. A distal bactiseal catheter a third-party product was used. Permeability test: a permeability test has shown that the progav 2.0 shunt system is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 is tested in the horizontal position and the shuntassistant 2.0 in the vertical position. The results show that both valves operate not within the accepted tolerance, for both an accelerated flow was detected. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Since the shuntassistant 2.0 is a fixed pressure valve, the adjustment test was not applicable. Braking force and brake function test: the brake functionality test of the progav 2.0 has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valves, as well as the brake functionality and brake force. The opening pressure of the progav 2.0 and shuntassistant 2.0 was out of tolerance, an accelerated flow was detected for both vales, but all other specifications were met. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we confirm that the valves show an accelerated flow of liquid at the time of our investigation. We suspect that the deposits found inside the valves have led to the functional impairment. As described in scientific literature, deposits caused by natural substances present in the liquor, such as protein, blood or tissue particles, are among the known and inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx643t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the valve was believed to be operating in overdrainage and a problem with the device adjustability was observed. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: 100 centimeters (cm), weight: (B)(6) kilograms (kg), gender: female.